Event description:
As reported to coloplast though not verified, pt was implanted with iris mesh. Later the pt experienced recurrent stress urinary incontinence (sui). An add'l placement of an adjustable sling for sui was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.